Event description:
The patient experienced leg weakness and/or spasms and pain in her feet. The caller also stated the pt's arms were affected, the specific arm symptoms wer not provided. The caller stated that the pt had been hospitalized 2 times because of this. (See manufacturer's report #2182207-2008-06384 for the second event). This first time, the caller stated that they figured it was due to trouble accessing the reservoir port and some of the medication leaked into the skin as it happened quickly after the refill. It was unclear which medication was being delivered via the pump during this event. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.